Manufacturer narrative:
Patient's pain symptoms seem to have manifested after sustaining a fall. It is unclear how the nalu components were affected by that fall as the xray imaging did not show any clear issues with migration or fractures of the internal components. Patient reported that the original nerve pain that nalu was treating remains present but is not as intense when the nalu system is active. It is suspected that the patient's pain symptoms are directly related to external trauma that adversely affected the implanted components.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was implanted in the lower back area with 2 leads implanted on the right side of the back. Immediately after activation of the system, the patient reported pain symptoms decreased from (B)(6) down to (B)(6). At some point in 2024 the patient sustained a fall and was evaluated in a local emergency department, date is unknown. After the fall the patient noted that there was intense pain symptoms while the nalu system was activated. Troubleshooting was able to isolate the symptoms to one of the nalu leads and that lead was removed from programming. The patient continued to use the stimulator with a single lead for approximately one month before then reporting return of the pain symptoms while using the stimulator. Patient ceased using the nalu system completely due to the increased pain while using it, even with very low levels of stimulation. Xray imaging was done and was not conclusive in identifying the cause of the pain symptoms. On (B)(6) 2025 a full system explant took place.